Event description:
Was supplied with a philips CPAP device in (B)(6) 2021 just prior to its recall. No information was provided about any danger on the use of the machine although philips was aware of the problem. FDA safety report ID # (B)(4).